Event description:
It was reported that the patient presented to the hospital experiencing a syncopal episode. The lead exhibited a fracture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch source report. (B)(6).